Event description:
Boston scientific crm received info that this OEM manufactured right atrial (ra) lead dislodged one day after implant. Ra pacing impedance had risen to greater than 3000 ohms, there was no ra capture, and fluoroscopy confirmed the dislodgement.